Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch reports the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d4 update model number, d4 catalog number removed and d4 primary UDI number updated. Justification for no UDI: this device was manufactured before the UDI requirements. Evaluation results: the customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.